Event description:
It was reported that during an unknown procedure, there was a leaking port that has caused a delay in the case and an increase in the amount of co2 used to maintain pnuemoperitineum. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that only the sleeve of the device was returned for analysis. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: how long was the case prolonged? 10-20 minutes. Were any noises heard such as whistling or hissing? Yes, a hissing noise is heard and the if so, did the noise prevent insufflation? Please describe the noise. The noise did not prevent insufflation. Was there a drop in pressure? Yes, if yes, did this affect the visibility of the surgeon? Yes, this is a significant drop in pressure occasionally leading to a complete loss of pneumo. What was the gas consumption rate or volume (liter/minute)? Unsure but the gas was set to 12. Were you able to identify where the leak was coming from? Possibly from the gap between the cap and the main body of the trocar. Was a device inserted in the trocar during the leaking? If so, what device? Yes a 5mm lap johan. Was any torque being applied to the trocar or device? Yes, due to the nature of robotic surgery the trocar is often torqued for extended periods of time.